Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, the patient¿s sister called the patient¿s parent since the patient was feeling unwell, was screaming, and had a seizure. The parent advised the patient¿s sister to call 911. The patient¿s cgm was reading 58 mg/dl, but no bg meter reading was taken at this time. While waiting for emergency medical services (ems), the patient¿s sister gave the patient some juice. The patient¿s parent then arrived and gave the patient some honey. Once ems arrived, the patient¿s cgm was still reading 58 mg/dl, while the bg meter was reading 26 mg/dl. Ems treated the patient with oral and IV glucose. The patient was then transported to the emergency room. At the ER, the patient was observed for several hours and treated with unspecified IV fluids. The patient was discharged home later the same day. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid when the values were compared by ems. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.